Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the no flow out alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that pump was alarming an error code 3 and had cosmetic damages. When the pump was returned to mmdg for evaluation the no flow out alarm failed. It did not alarm as expected. The initial reporter stated the error code and cosmetic damages were discovered during testing. The alarm failure was discovered at mmdg. (B)(4).